Event description:
Additional information received via email from customer: there was no patient involvement.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a constant check clutch plunger lever alarm. No adverse effects were reported.